Event description:
The customer was hospitalized due to low blod glucose. Troubleshooting was performed. The programming and bolus history in the pump were accurate. The customer stated that she was disconnected during manual prime.